Manufacturer narrative:
(B)(4). Initial reporter: international phone number: (B)(6). Evaluation information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. A visual inspection and a leak test were performed. The device was leak tested under water. During the test a leak was identified in the body of the internal bag. This malfunction was related to a failure with the bag printing machine. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3l empty eva bag was observed to have a hole. The exact location of the hole was unknown; this was identified before use. There was no patient involvement. No additional information is available.